Manufacturer narrative:
Medical device expiration date: unknown. Lot # given does not match the catalog number in the database. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® wingset button blood collection set had a non patient needle sleeve that would not recover, potentially causing blood leakage. No serious injury, no medical interventions. No mucous membrane exposure was reported.